Event description:
It was also noted that the lead exhibited capture thresholds of 4.25 v, 0.5 ms in the bipolar configuration.

Event description:
It was reported that the patient developed a (B)(6) . The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun.